Manufacturer narrative:
A steris technician inspected the washer and found the door was hard to close due to bent components in the door handle area. The technician adjusted the parts and door handle and placed the washer back into service; no further issues have been reported. The washer is under steris service contract and was last serviced on (B)(4) 2011 when it was found to be operating properly; no issues with the door were noted during this preventive maintenance visit. The bent components are attributed to misuse, specifically impact damage such as a loading/transfer cart being run into the door area and/or the door being opened/closed with excessive force. Steris will perform in-service training the week of (B)(4) 2012 on the proper use and operation of the equipment.

Event description:
The user facility reported that when an operator attempted to close and lock the washer door it was hard to close. The operator then leaned on the door and exerted force to close the door and reported she injured her shoulder. The user facility reported the employee went to the worker's compensation doctor, missed 7 days of work and is currently undergoing physical therapy. Steris contacted the facility several times to obtain additional event and injury information however the requests for information have not been fulfilled.